Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f07023, h13g09100, h13i04032, and h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and fever coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with ampicillin intravenously for the abdominal pain. The cause of the peritonitis was unknown. Five days after the hospitalization, the patient underwent a pd catheter revision. The patient had not recovered and the hospitalization was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot numbers h13j22033, h13k08063, and h13l07014. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.